Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the investigation result, it is determined that the cutting knife could not be extended from the tube sheath due to breakage of the operating wire. A likely mechanism causing the broken operating wire might be the following. 1. Bending part of the handle was excessively bent. 2. In state of description ¿1¿, the slider was pushed and pulled repeatedly. 3. Some loads were applied to the operating wire. That had caused the operating wire to break. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device first energization, the protrusion was no longer adjusted properly. The wire inside may be broken. This issue occurred during therapeutic endoscopic retrograde cholangiopancreatography. There were no reports of patient harm.